Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after the reset, the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.